Event description:
The customer reported that this unit failed to shock during testing.

Manufacturer narrative:
The customer reported that this unit failed to shock during testing. The unit was evaluated at the philips, and the symptom was verified. This was an intermittent symptom. Replacement of the therapy pca resolved this issue.